Manufacturer narrative:
Manufacturing site: (B)(4). The sasuke microcatheter with its separated tip was returned for evaluation. Microscopic observation of the distal segment of the sasuke revealed that the tip segment was torn off and the marker was exposed. On the weld part of the tip and outer tube, burred polymer and stretched shaft tube, which are traces of ductile rupture, were observed. Microscopic observation of the separated tip found that the tip was stretched from the middle part to its torn end. The polymer jacket of the stretched part was deformed in an accordion-like shape and lapped over distally. A trace of ductile rupture were confirmed at the torn end. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the tip segment of the sasuke was likely deformed due to the interference with stent, increasing the resistance between the sasuke and the wire in the rapid exchange lumen. In that situation, local tensile stress generated by pushing-pulling the catheter or the concomitant guide wire had most likely contributed to the rupture of the catheter tip. It was concluded that this event was not attributed to product quality. When the event recurs, a possibility could not be ruled out that fragment(s) might be left in the patient. Instructions for use (IFU) states: [precautions] this product must be manipulated while checking this product's motion under high-resolution x-ray fluoroscopy. In addition, if any resistance is felt during the manipulation of this product, interrupt the manipulation, and check the cause under high resolution x-ray fluoroscopy. [Malfunction and adverse effects] damage.

Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a 90-99% stenosis in the left anterior descending artery (lad). Stent deployment was performed in the main branch. When attempts were made to advance an asahi sion guide wire into the first diagonal branch (d1) through an asahi sasuke microcatheter, angio images revealed that the tip of the sasuke microcatheter was separated and remained on an unspecified guide wire that was inside the rapid exchange lumen of the microcatheter. The separated catheter tip was removed and then the procedure was resumed. The pci was successfully completed by stent deployment. The physician commented that the separation of the sasuke tip might be attributed to the interference with the stent in the main branch. There were no adverse patient effects associated with this event. The patient was reportedly fine after the procedure.